Event description:
It was reported that the rv lead was explanted due to high defibrillator coil impedance that was greater than 200 ohms. High impedance was noted at implant and when it continued to increase, the lv lead stopped capturing. After the lead was replaced, the new lv lead functioned normally again. No further patient complications were reported as a result of this event.